Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displayed could not be determined at this time as the device was unable to be evaluated. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported device has no image. The issue found at preparation for use. There is no patient involvement associated on this reported event.

Manufacturer narrative:
The subject device was returned on october 4, 2021 however, the device was not evaluated. The device was disposed due to biohazard concerns. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.